Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred. Product and data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the log was performed and signal loss was found within the investigation window. The probable cause could not be determined. The reported event of an unknown duration of signal loss is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.